Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic on (B)(6) 2020 with a complaint of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with candida glabrata and a slightly elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis of which the cause is being investigated by the outpatient clinic. It was believed the patient¿s peritonitis was caused by nonadherence to aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler, but this could not be confirmed. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. Upon the results of the peritoneal effluent fluid culture, the vancomycin and ceftazidime were discontinued, and the patient was then prescribed oral diflucan with a first dose of 200 mg, followed by 100 mg every day for 6 weeks. It was reported the patient may have their pd catheter removed due to the fungal infection, yet no procedure has been scheduled. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time as the source and transmission are currently being investigated by the outpatient clinic. However, multiple species of candida are part of the normal flora in most people¿s skin and gastrointestinal and genitourinary tracts. The most common cause of a candida infection is by touch contamination during pd therapy yet in the absence of a cause determined by a medical provider, the source of this infection cannot be concluded. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.